Event description:
It was reported that revision surgery was performed. The reason for the revision is unknown.

Event description:
It was reported that revision surgery was performed due to elevated cobalt levels, a soft tissue reaction, metal debris and femoral stem loosening.